Event description:
It was reported that the siderail would not raise and latch lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.